Event description:
The catheter retracted out of the pink hub in to the shielded component with the needle. The pink hub was sitting freely on the patients hand. Verified the catheter was intact and no part left in the patient. FDA safety report ID #: (B)(4).